Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was returned with the stent fully crimped onto the delivery system. A visual and microscopic examination was performed on the returned device. A visual and tactile examination identified no damage or any issues with the shaft that could have contributed to the complaint incident. A visual examination of the balloon noted that the balloon was folded and the stent still crimped in position on the balloon. The investigator attached the device to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a longitudinal tear in the balloon material beginning at the proximal edge of the distal markerband and extending proximally across the balloon material for approximately 3mm. Due to this longitudinal tear the balloon could not be inflated preventing the stent from being deployed. A visual and microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. The stent was received fully crimped onto the delivery system. During analysis the investigator failed to deploy the stent due to a longitudinal tear in the balloon material preventing balloon inflation. A visual and microscopic examination identified no issues or any damage to the stent that could have contributed to the complaint incident. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 21-aug-2018. It was reported that balloon leak and stent deployment failure occurred. The severely stenosed target lesion was located in the severely tortuous and severely calcified subclavian artery. A 9.0x30x135 cm express¿ ld vascular stent was advanced to treat the lesion. However, during the fist inflation at 2 atmospheres, it was noted that the balloon was leaking which resulted to the stent not being deployed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed the balloon was torn longitudinally.